Event description:
It was reported that the physician was unable to introduce a new stylet into either of the leads. A new lead was used to complete the procedure. Patient outcome was listed as "fine". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor blood/fluid obstruction, with blood noted on helix mechanism. Full lead returned and analyzed. A stylet cannot be inserted past 1.5cm distal due to dried blood in the distal coil. (B)(4) distal conductor blood/body fluid (not obstructed), with blood noted on the helix mechanism. Full lead returned and analyzed. Slight resistance can be felt when inserting the stylet. A clean stylet was inserted into the pin. Specs of dried blood can be seen on the stylet when it was removed. Blood in the distal coil is the most likely cause of the reported problem of inserting the stylet.